Manufacturer narrative:
Age, weight and ethnicity: information unknown/ not provided. Implant date: if implanted, give date: not applicable, as lens was removed/replaced in the initial surgery. Explant date: if explanted, give date: not applicable, as lens was removed/replaced in the initial surgery. Telephone number: (B)(6). (B)(4). Device evaluation: the intralocular lens was not returned for evaluation. Therefore, a failure analysis of the complaint device could not be performed. Manufacturing record evaluation: the manufacturing records for the intraocular lens were reviewed. The product was manufactured and released according to specification. A search revealed that no additional complaints for this order number have been received. Conclusion: as a result of the investigation, there is no indication of a product quality deficiency. All pertinent information available to johnson and johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that while implanting the intraocular lens (iol) it was a bit sticky. When the lens was in the eye and started to unfold the trailing haptic was found to be torn. The wound was enlarged and the lens extracted immediately. Due to low anterior chamber there was some leakage and iris prolapse. After the leakage settled and prolapse was managed and the eye was flushed clear, a new lens was implanted. After the operation there was an edema in the cornea and the intra-ocular pressure (iop) was elevated. The lens is not available for investigation. No additional information was provided.